Event description:
Ballard -kimberly clark- adult inline suction catheter, 14 fr, lot # aa8304uo1. Thumb port sticks in down position with little or no pressure, causing suction to run continuously into ventilator circuit. Potential for continous suction application to vented pts without actively applying pressure on thumb port. Found 2 devices within 2 days, on different pts, where the thump port failed and remained in the depressed mode, causing continous suction to 2 ventilated pts without the knowledge of the health care provider. Potential for severe hypoventilation while on the ventilator. The internal spring on both units appeared to be broken, so that literally no pressure on the thumb port caused suction.